Event description:
Patient's representative reported capsular contracture baker grade iii diagnosed by ultrasound and that the patient "suffers from a suspected device related immune reaction as she experienced hair loss and weight fluctuations". The device status is unknown. This record relates to the right side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Company representative later reported capsular contracture, baker grade IV and pronounced waterfall phenomenon.